Event description:
A catheter break was reported. Diagnostics included dye study and x-rays. The issue was noted during a dye study. The symptoms the patient experienced were increased spasms and diaphoresis. The location of the catheter issue was noted as spinal segment and per the hcp also the anchor. Per the hcp catheter segments were left in the intrathecal space. The catheter was replaced. Patient status at the time of the report was noted as alive, no injury. The patient recovered without permanent impairment. The pump was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).